Event description:
A cypher select + stent became dislodged in the ostium of the proximal right coronary artery (rca). The vessel was tortuous and the lesion was calcified, 40mm in length, and 80-90% stenotic. The lesion was per-dilated with 50% residual stenosis. Prior to the dislodgement, the physician successfully implanted a 3.5 x 33mm cypher select + in the distal rca. The physician inspected the 3.5 x 18mm cypher select + stent prior to use and noted the stent appeared intact. When the physician placed the stent delivery system through the ostium of the proximal rca, he felt resistance and realized that the stent was dislodged. He had attempted to inflate the balloon to capture the stent, but the stent migrated and could not be located. The physician was able to retrieve the stent delivery system and implanted a different stent. The dislodged stent was later located by x-ray in the femoral artery and was successfully retrieved. There was no injury to the pt. The physician felt that the dislodgement was due to the calcification near the lesion.

Manufacturer narrative:
(B)(4) additional info will be submitted within 30 days of receipt.